Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Event description:
The target lesion was stretching from the lcx section #11 to #13. A 2.50/35 orsiro mission was inserted into the #13 segment, and a 2.75/15mm orsiro mission into the #11 segment. A stenosis was also noticeable from distal #13 to #15 and another orsiro mission was inserted, but the implantation failed (reported separately). Thus, the complaint device was chosen for treatment but it could not pass the lesion.